Event description:
Lasik performed by dr. (B)(6). I have post-lasik ectasia and my insurance company will not cover the procedure recommended intacs, keratoplasty, and uv collagen treatment by my doctor, dr. (B)(6). Numerous visits to ophthalmologist, had to spend about (B)(6) on procedure so far. Uv collagen crosslinking.